Manufacturer narrative:
Amended report. Additional information was received detailing that the initial information was provided in error. There is no allegation against any device. This record no longer meets reportability criteria, as there is no allegation of malfunction against any boston scientific product.

Event description:
It was reported that this device exhibited a product performance issue. No further details were provided. Additional information is being request for more details regarding this case. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device exhibited a product performance issue. No further details were provided. Additional information is being request for more details regarding this case. No adverse patient effects were reported.